Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a prolonged low blood glucose episode while ill with flu-like symptoms, with cgm showing 59 mg/dl and fingerstick 64 mg/dl, lasting about 45 minutes, and treated per protocol with 15 g fast-acting carbohydrates, followed by delayed response, rebound high, and subsequent low; the issue cause remained unclear and device-related details were insufficient. Symptoms included hypoglycemia and sleepiness/drowsiness. Outcomes included unexpected medication intervention for treatment of low glucose and a serious illness/impairment. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any specific medical device problem or device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.